Manufacturer narrative:
The exact cause of the event could not be determined because further information such as return of the device, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. Device not returned.

Event description:
It has been reported that the jts will not extend, after 3-4 lengthening sessions. It has further been reported that there is a motor sound.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the jts will not extend, after 3-4 lengthening sessions. It has further been reported that there is a motor sound.